Event description:
During a procedure for knee arthroscopy/partial medial menisectomy, the incisor blade that was being used on the shaver, started to make a strange noise, the procedure was stopped and the blade inspected for tissue. The debris were cleared and the blade was then reattached to the shaver handle and tested, but the grinding noise persisted. Another incisor blade was used to continue with the operation. It was noted there was multiple metal fragments in the pt's knee and these were irrigated by the surgeon, who was satisfied that most of the fragments were washed away.

Manufacturer narrative:
Device has not been returned for eval.